Manufacturer narrative:
The pod was received with the soft cannula deployed and cracks and discoloration visible in the top and bottom housings. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The download data could not be obtained as the pod could not communicate with the master pdm. Corrosion was visible on the pcb assembly, bottom and top batteries, mechanism rails, commutator cap, ratchet gear, catch beam, and ratchet retainer pins. It could not be determined if the cracks in the top and bottom housings allowed fluid to leak inside the device and contribute to the observed corrosion. Fluid path testing revealed a tear in the unexposed portion of the soft cannula 0.2925 inches from the soft cannula nailhead which resulted in an internal leak. This internal leak contributed to the observed corrosion which resulted in the inability to download the data and contributed to the low battery voltages, and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.